Event description:
It was reported that the patient¿s son contacted support to report an insulin occlusion. The patient did not observe any kinks in the tubing or visible issues with the supplies and reported no insulin leakage. The patient was guided through the process of changing the infusion set and was able to successfully fill the tubing and observe insulin drops without issue. Insulin delivery was reported to have resumed following the supply change. Blood glucose levels were not affected, as the occlusion occurred immediately after supplies were changed and while the patient was attempting to announce a meal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.